Event description:
Pt was undergoing total knee arthroplasty. Distal guide rod broke off in the femoral canal. Both pieces were removed. Removal of all pieces was confirmed by fluoroscopy. No pt complications.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.